Event description:
The reporter indicated that a 12.6 mm vticm5 12.6 implantable collamer lens of -5.0/3.0/91 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to excessive vault and the problem was resolved. Cause reported as high iop.

Manufacturer narrative:
Claim # (B)(4).

Manufacturer narrative:
Device evaluation: h3: device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage and fibers on the lens surface. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).